Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the laser fiber that this fiber caught on fire at the connect ion point. The customer put the laser on standby and stopped the fire. There were no reports of harm. This event includes two (2) reports . Report with patient identifier (B)(6) -laser system model tfl-pls , serial number is not known. Report with patient identifier (B)(6)- ball tip single use fiber- tfl-fbx200bs, lot kr262865. This report being submitted is for report with patient (B)(6)- ball tip single use fiber- tfl-fbx200bs, lot kr262865.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The results of evaluation provided the following results: the device was inspected on 21sep2023 and was confirmed to be a tfl-fbx200bs laser fiber with a lot number of kr262865. The device connector has been separated from the length of the fiber body at the strain relief. The fiber cap is in the "on" position. There is slight discoloration/ evidence of burning at the strain relief and a small portion of fiber is sticking out of the strain relief. The broken end of the length of fiber is broken off jaggedly but there is not clear signs of burning on this side of the break. The fiber appears to have completely severed quickly resulting in energy not bridging and igniting this side of the break. The rest of the length of the fiber body does not have any visual physical defects along the blue fiber cladding. The distal tip appears to be slightly used and burned down about half the length of the usual tip length. Based on the results of the investigation, a definitive root cause could not be established. The probable cause of the fiber catching fire at the connector could not be determined. The fiber was returned for a physical evaluation. The user request was confirmed, there was discoloration and signs of burning at the strain relief. Moreover, additional damages of a jagged broken end of the fiber without signs of burning, indicating that this was a quick break without energy bridging over. Though this is a soltive fiber, the console instructions for use (IFU) remains applicable. Per soltive laser system IFU: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.